Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. Investigation summary this complaint is confirmed. This complaint is for leaking phoenix ast indicator (246004) batch number 2116411. The customer did not provide sample returns, but photos were provided for investigation. The photos showed indicator in the pouch and on the bottle. Based on the photos provided, this complaint is confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints was performed and revealed two (2) additional complaints on this batch. Complaint trending was performed and a complaint trend was identified for this defect. Based on the severity and rate, a corrective and preventive action (CAPA) investigation has been initiated for this defect. Bd ID/ast plant quality will continue to closely monitor trends for this defect, including changes in severity and rate.

Event description:
It was reported that while using the bd phoenix¿ ast indicator solution that there was a leak in a broken bottle. The following information was provided by the initial reporter: ast indicator vial was leaked, indicator solution has spilled outside of vial when customer opened pouch.